Event description:
It was reported that the patient presented for a generator upgrade procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited unsatisfactory sensing and capture values. While repositioning the ra lead, the ra lead helix was not able to make contact with tissue after the second attempt to screw it in. The ra lead was not used. The physician continued to use the second ra lead and completed the procedure. The patient was in stable condition.